Event description:
It was reported that the xenon light source had an intermittent error of b30. The issue was found during an inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, e1, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent b30 scope communication error was caused due to corroded scope socket. However, the most probable cause for noisy image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no patient injury reported. However, no additional information received from the customer.